Event description:
It was reported on 25-mar-2026 that customer reported three bent cannula event. It led to high the blood glucose level to 577 mg/dl and treated with insulin pump. Infection can cause high blood glucose levels.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380. Name: medtronic minimed. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Zip four: (B)(6). U.s.